Event description:
The valve was replaced when bleeding was observed at the base of the device during the case. The hcp noted a ruptured located in the wall tissue on the inside of the valve and replced the device intra-operatively. Although the pt later expired, the hcp reported the death was related to the pt's age and was not related to the prolonged surgery.